Event description:
It was reported by the clinician that the procedure was being performed on a pt in the emergency department. Due to prior burns/scars on patients neck, the femoral site was used for central venous catheter placement. Md reported during placement, introducer needle was inserted & spring wire guide (swg) was placed. The tissue dilator was inserted & catheter was placed over swg. Once catheter was in desired location md attempted to remove swg. Swg came out 5cm & stopped. He tugged, pulled, & pushed on swg, with little force being used & it unraveled. Md pulled until entire swg was out of patients body. He was satisfied entire swg was removed & no further testing was ordered. There was no pt injury & pt was discharged in 2008.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.